Event description:
The customer reported a speaker malfunction occurred. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported a speaker malfunction occurred. No pt harm was reported. Philips has verified that there was a loss of audio functions. In an abundance of caution we will report audio loss even though a visual warning is provided and product labeling states: warning do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.